Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional later reported particles in valve. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; linear opening, fold creases, wear abrasion, white particles in shell, brown particles in valve. The leak test and microscopic analysis was performed which identified; a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening assessed as fold flaw opening and observed brown particles in valve that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted.

Event description:
Healthcare professional added, "particles in valve". Device has been replaced.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.